Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser indirect ophthalmoscope had low power. There was no patient impact. No other details known.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported low laser power. The laser indirect ophthalmoscope (lio) cable was replaced. The system was then tested and met all product specifications. The lio serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system was manufactured on june 21, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lio cable. The manufacturer internal reference number is: (B)(4).